Event description:
It was reported that t:slim x2 pump battery did not charge despite multiple attempts using different wall adapters and charging cables, and a power source alert appeared in pump history indicating charging connection was not recognized, although pump did not shut down and remained operational. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to rely on alternate insulin method if necessary, while technical support arranged shipment of in-warranty replacement pump.